Event description:
The customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct also. The tubing clamp was not available for the high pressure test. The customer stated he may have been accidentally disconnected from the insulin pump for a few hrs prior to being hospitalized.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.